Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay results for two patient samples. The samples were submitted for investigation and were tested on a cobas 8000 e 602 module and a cobas e 411 immunoassay analyzer. Refer to the attachment to the medwatch for all patient data. The erroneous results were automatically reported outside of the laboratory to the physician. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.